Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the connector of pulse generator. The lead was not used and a new lead was implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.